Event description:
It was reported that during a ptca treatment procedure the bio ranger balloon ruptured at 4 atm's on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified and 99% stenotic lesion in the mid-lad coronary artery. The bio ranger balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.